Event description:
Physician reports that the lens was explanted in 2000.

Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 17 months post-operative. The pt's visual acuity decreased to 20/50. The lens remains implanted.